Manufacturer narrative:
A ge service representative performed an on site investigation. The latch assembly was replaced during the service call. The system was found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system had a broken leg extension latch. No patient injury was reported.